Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with recommendations to resolve the issue; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed on 11mar2024, 20mar2024, and 03apr2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "check vent: battery failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a "check vent: battery failed" alarm. It was also noted that the battery light was not illuminating, and the battery voltage on screen was showing 9v. The rse noted that a measurement was taken on the connector to the power management board, and it was noted as 14v. The customer then tested the device with a different, battery and the device was functional on battery and ac (alternating current) power. The rse recommended that the customer replace the battery. Investigation ongoing.